Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a battery out limit alarm after changing battery. Customer also received a no delivery alarm, but states that alarm was due to empty reservoir. Customer's blood glucose was 500 mg/dl. Customer reported that battery was out of pump for greater than duration. Customer was advised to monitor insulin pump.